Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence and the device stopped working. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.